Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-nov-2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The current black box showed one power on reset event. The pump was returned with a cracked battery compartment at the threads to the left of the grip pad to the seal. The battery cap fit for testing. The intermittent power issue was not duplicated during investigation. The pump was run for 24 hours and no further power losses occurred.